Event description:
A bayer sales rep in (B)(4) contacted customer service. During a microlet2 demonstration, a diabetes educator received an accidental needlestick from a lancet that had been used on a pt. No other info was provided about the event. The lancing device is to be returned for eval.

Manufacturer narrative:
Lancing devices are not serialized or assigned lot numbers, so it is not possible to determine a MFR date. Lancing devices are also not 510(k) cleared.